Event description:
The patient reported recently passing through security theft detector gates at a store. The representative provided that the ins settings may need to be reprogrammed and to follow-up with the hcp. Additional info has been requested by the MFR from the physician.

Manufacturer narrative:
.